Manufacturer narrative:
(B)(4). Date sent: 9/21/2017. Batch # p56820. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during the endoscopic resection of rectum, after fired, found the one-third staples malformed with irregular shape. Suture was used to complete the surgery. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p56820. Device evaluation: the analysis found that one ec60a device was returned with no apparent damage and with one ecr60g cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Photographic analysis: the picture shows the proximal part of an anvil, with a green cartridge aside of the jaws. The cartridge appears to be fully fired as the distal drivers of the cartridge can be seen. A second picture shows a device with a green cartridge not loaded.